Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery. The customer¿s blood glucose level was 478 mg/dl at the time of the incident. Customer stated the battery has to be changed within 10 hours of inserting it. Customer was assisted with troubleshooting. The customer mentioned this is the second occurrence of the alarm. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis. The customer decline to trouble shoot for high blood glucose levels.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with pillowing keypad overlay, cracked retainer and minor scratches on lcd window.